Manufacturer narrative:
The reported event of premature battery depletion and failure to interrogate was confirmed. Device was unable to be interrogated upon receipt. A longevity calculation was performed and found battery depletion was premature. Analysis performed after device was cut open indicated device was at end of service (eos) and revealed high current drain. An anomalous rf module was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient experienced dizziness, bradycardia was observed. It was noted that there was no telemetry. A pacemaker malfunction, premature battery depletion was suspected. The pacemaker was explanted and replaced. The patient left the procedure room in good condition.